Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stent insertion procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the indication for the procedure was to treat a common bile duct stricture with a lesion of approximately 6-7cm caused by adenocarcinoma. The stricture was reported as tight. The lesion was not dilated prior to stent placement. During the procedure, the physician has difficulty locating the scope to the right position. The physician failed to fully deploy the stent because the scope was severely bent, and the partially deployed stent was removed on the delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stent insertion procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the indication for the procedure was to treat a common bile duct stricture with a lesion of approximately 6-7cm caused by adenocarcinoma. The stricture was reported as tight. The lesion was not dilated prior to stent placement. During the procedure, the physician has difficulty locating the scope to the right position. The physician failed to fully deploy the stent because the scope was severely bent, and the partially deployed stent was removed on the delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) for stent partially deployed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the shaft was severely kinked at the distal end of the mounted stent. No other issues were noted with the profile of the device. During analysis it was possible to partially deploy, reconstrain and fully deploy the stent with some resistance being met. No issues were noted with the profile of the deployed stent. The inner lumen was kinked at the distal ro markerband. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.